Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital for follow-up. Upon device interrogation, it was noted that the left ventricular lead exhibited failure to capture. Left ventricular lead dislodgement was confirmed with an x-ray. The physician attempted to reposition the lead, but the guidewire could not be inserted. The lead was explanted and replaced. The patient was in stable condition.